Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardiac monitor exhibited under-sensing and premature battery depletion. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery and under-sensing were not confirmed. As received, the device was returned at end of life with no telemetry. Analysis was completed with a new battery connected. Sensing test, review of session records, and longevity assessment did not identify any anomalies.

Event description:
Additional information received noted that the implantable cardiac monitor was explanted. The patient's condition was unknown.